Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-may-2024, it was reported that the patient faced that the infusion set cannula was bent within 3 or more hours after insertion at abdomen, which caused the patient's blood glucose was elevated to high, therefore patient had received correction injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.